Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 25ga 1in leaked. The following information was provided by the initial reporter: this is a report about a damaged needle and leakage. The customer uses this product for covid vaccination. According to the customer's report, there was a hole on around the center area of the needle, from which the vaccine solution leaked.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2021-07-30. Investigation summary: a device history record review was completed for provided lot number 200911. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, physical samples were returned to bd (B)(4) for evaluation by our quality engineer team. Thorough picture samples were taken of the returned samples and shared with the responsible manufacturing plant. Through evaluation of the samples, it was determined that this incident was a result of a cracked cannula, which originated at the cannula manufacturing site. The cannula supplier has identified several possible causes for the observed damage. This type of damage can occur during the welding operation if there is a failure in power supply, if there is a misalignment during the tube forming process, if there is a misalignment in the weld station, or if dirt, grease, or oil is present on the steel strip surface. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that needle 25ga 1in leaked. The following information was provided by the initial reporter: this is a report about a damaged needle and leakage. The customer uses this product for covid vaccination. According to the customer's report, there was a hole on around the center area of the needle, from which the vaccine solution leaked.